Manufacturer narrative:
The manufacture date and expiration date are unknown. It was reported that the device was not used past its expiry date. (B)(4). Mfg. Site name-starmedtec (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail reusable laser fiber was used during a flexible ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was an auriga xl console. According to the complainant, during procedure and inside the patient, when the laser fiber was inserted into the bladder, 1 cm from the tip of the fiber broke off. The broken piece was retrieved successfully by the use of reusable sterile grasper. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.